Manufacturer narrative:
Programmer: model: 8709, (B)(6), implanted on: (B)(6) 2005, explanted on: unk; programmer: model: 8832, (B)(4).

Event description:
It was initially reported that the ptm (personal therapy manager) showed the error code/message 8473 when a bolus was requested and denied. Later, a confirmed motor stall per event logs with no motor stall recovery was reported. There were numerous motor stalls and recoveries since (B)(6) 2011; last stall was noted on (B)(6) 2011 at 00:17 with no recovery. Electromagnetic interference was ruled out. Patient had no symptoms but it may be "because she was on oral morphine for a wound on her back". Eri (elective replacement indicator) was confirmed in event logs on (B)(6) 2011. The motor stall was later confirmed due to eri. Drugs delivered were baclofen 250 ug/ml; fentanyl 3600 ug/ml, 979 ug/day; clonidine 2200 ug/ml and bupivacaine (marcaine) 38 ug/ml.